Manufacturer narrative:
Device expiration date unavailable from facility. Device manufacture date unavailable from facility.

Event description:
Lead extraction procedure of rv and ra leads due to infection. Rv lead successfully extracted with use of 14f glidelight device. During extraction of distal portion of ra lead, sudden hemodynamic collapse was noted. Tee showed large pericardial effusion. Rescue efforts commenced immediately including CPR/acls; sternotomy performed with long tear discovered at the ra/svc junction. Unfortunately patient did not survive the procedure.